Event description:
Pt reports that pump is asking for a passcode and will not go to any other screens without providing it. She last used device 3 days ago with no issues. We will send her replacement pump. No other info provided. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device. Dose or amount: 45 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to ongoing.